Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed low intrinsic r-wave amplitudes and oversensing. The lead was suspected to have had an insulation issue. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.